Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient became hypotensive and experienced pericardial effusion. A perforation of the right atrial (ra) lead was suspected. The lead had high and unstable thresholds. In addition, the impedance from implant had fallen and was low. A pericardial drain was placed, and the lead was explanted and was not replaced. No further patient complications have been reported as a result of this event.